Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled over on pump, which left display illegible and touchscreen unresponsive so pump could no longer be operated. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and noted customer interest in an out-of-warranty loaner pump.